Event description:
The caller reports that the pt was tested with the blood glucose result of "hi" (greater than 600mg/dl) on the accu-chek inform meter. The caller was unsure if the customer was symptomatic. The nurse gave the pt 10 units of regular insulin. A lab was ordered within 10 minutes of the "hi" (greater than 600 mg/dl) blood glucose result. The nurse drew a lab sample. The actual time of lab result undisclosed; however, it was believed to have been drawn within 5 minutes of the order. The lab result was 157 mg/dl. No additional actions taken or treatment rendered. No adverse event reported. New system sent and return requested.